Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device analysis pending. Additional information was requested and the following was obtained: please clarify additional product received not referenced in this complaint: (2 needles and 1 suture of product code: sxpp2b405, lot: tmbdxp). Is this for another complaint? Provide pc reference? Is this to be added to this complaint? Or discarded as returned in error? Yes, please add this lot number to the complaint. They did not save the other lot numbers and are requesting replacements. Thank you the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and barbed suture was used. The sutures felt like the barbs were not strong enough and stated that they are usually more pronounced. No patient harm. No patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 UDI number, d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h6 component code: g07002 no device problem additional h3 investigation summary the product was returned to ethicon for evaluation. One unused strand double armed outside its packaging was received for analysis. Product code sxpp2b405. During the visual inspection of the returned sample, the barbs were observed in the suture. In addition, ten barbs were measured in the strand, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.